Event description:
High ventricular lead impedances were observed during follow up on (B)(6) 2012. Reportedly a pacemaker revision was performed on (B)(6) 2012. The device was removed from the pocket, pull test was performed and the ventricular lead came out of the port. The set-screw was slightly loosened and the lead was re-inserted into the port. Subsequently the set-screw was tightened, the pull test was repeated and the ventricular lead was confirmed to be secure to the pacemaker header. The device was re-implanted and functions properly.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.